Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, it was noted that there was a valve gradient and that the valve position was too high, which resulted in moderate paravalvular leak (pvl). Subsequently, the valve was snared into the ascending aorta and a second valve was implanted successfully. No additional adverse patient effects were reported.